Event description:
Tb syringes are being recovered by pharmacy tech without a cap (to protect from needle). Two syringes with needles uncapped were found in this particular box. One syringe was removed from the wrapper before tech discovered it. The other one is still in wrapper.